Event description:
Same case as MDR ID 2134265-2013-06542. It was reported that catheter entrapment on the guide wire occurred. The target lesion was located in the right coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced over a 182cm choice pt es guide wire; however, the balloon catheter could not cross the lesion. When the physician tried to remove the balloon catheter, it was stuck on the guide wire and they could not get it out. They pulled both devices out together. The procedure was completed using another wire of the same size and 1.2mm x 12mm non bsc balloon catheter. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Date of birth: patient born in 1928. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The tip was damaged and stretched. The guidewire was protruding 22cm from the guidewire exit notch. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0135" which is consistent with a .014" guidewire. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).